Event description:
The customer reported that the defibrillator shut down unexpectedly while charging an energy.

Manufacturer narrative:
The customer reported that the defibrillator shut down unexpectedly while charging an energy. The device was evaluated by philips, but the power issue could not be duplicated. Based on the customer's report, we will consider this failure an intermittent malfunction. We cannot determine the root cause, since we could not duplicate the issue.